Event description:
It was reported three units of tubing were leaking at the connection, therefore uterine pressure could not be maintained. There were no adverse pt consequences reported. The procedure was extended for 1 hour.